Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 45630. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing confirmed the customer's reported issue. The cause is the motor. The motor was replaced to correct the issue.